Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-02212. A left atrial appendage (laa) closure procedure was being performed. A 33mm watchman ® laa closure device & delivery system was advanced through a watchman ® access system. The closure device was deployed, but needed to be recaptured. The closure device had difficulty being recaptured back into the delivery system. Eventually, the closure device was recaptured to the level of the anchors and withdrawn into the access system to be completely contained. It was removed from the patient and the procedure was completed with another 33mm delivery system. The closure device was successfully deployed. There were no patient complications and the patient status is fine.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR, device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of the watchman access system (was) with the wds inside of the sheath. The device was bloody. The hub, sheath, and tip were microscopically and tactile inspected. Inspection revealed tip damage (slight delamination/ misshapen) and sheath kinks located 5 cm and 10 cm from the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is caused by other device as another device/ drug/ subsequent procedure caused the complaint event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-02212. A left atrial appendage (laa) closure procedure was being performed. A 33mm watchman ® laa closure device & delivery system was advanced through a watchman ® access system. The closure device was deployed, but needed to be recaptured. The closure device had difficulty being recaptured back into the delivery system. Eventually, the closure device was recaptured to the level of the anchors and withdrawn into the access system to be completely contained. It was removed from the patient and the procedure was completed with another 33mm delivery system. The closure device was successfully deployed. There were no patient complications and the patient status is fine.